Event description:
It was reported that the customer just started on the insulin pump on friday. Customer's blood glucose level was over 400 mg/dl last night. Customer stated that he does not know how to bolus. Customer declined a transfer stating that he was waiting on the trainer to call him. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.